Event description:
It was reported that this right ventricular (rv) lead exhibited poor capture threshold and sensing measurements. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences.